Manufacturer narrative:
This record is a consolidation of records summarized as part of the FDA voluntary malfunction summary reporting program. 7 devices were functionally/visually inspected in the field. The devices were repaired and returned to use. Evaluation results findings (components/results). 2 devices: cable, mechanical/structural / mechanical problem identified. 1 device: latch / dust or dirt problem identified. 1 device: latch; rod/shaft / mechanical problem identified. 1 device: side rail / dust or dirt problem identified. 1 device: side rail / mechanical problem identified. 1 device: side rail / deformation problem. There was no remedial action taken. This device is not labeled for single use.

Event description:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Events occurred between january 1- march 31, 2026. This report summarizes 7 malfunction events(s), where it was reported the devices experienced end/siderail cannot latch upright, mid-position, or stuck at lowest height or access door unexpectedly opens. No adverse consequence or clinically relevant delay in treatment was reported.